Event description:
The pt reportedly, experienced static sound quality issues with his device. Testing showed that the device was not functioning. Surgery to explant the pts c1 device will be scheduled.